Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. Labeling indicates: before upgrading your smart device or its operating system, check (B)(4). Automatic updates of the app or your device operating system can change settings or shut down the app. Always update manually and verify correct device settings afterward.